Event description:
During repositioning surgery for device migration (housed in MFR report # 1644487-2021-00236), the silicone portion of the set screw had come out of the generator and therefore the generator was replaced. The surgeon was backing the screw and when he pulled the driver out, the silicone header detached. It was unable to be attached or pushed back in. The hospital policy is to keep the device therefore the explanted device will not be returned. The device passed all specifications prior to distribution.

Manufacturer narrative:
B5. Describe events, corrected information; duplicate MFR report # found and all relevant continued information will be added to that report #.

Event description:
A call was received 3/3/2021 from (B)(4) requesting a qra for explanted generator m106 sn: (B)(6). It was indicated the generator was explanted and being returned due to a header component detachment. Qra# 317136 was provided for the return of the generator. It was found that the events were previously reported in MFR report # 1644487-2018-01884. Therefore all further updates will be housed in that MFR report #.